Event description:
It was reported by dealer that the tdxsi-cg power chair is turning in circles to the right and getting a g-trac error code. This happened immediately after replacing both motors. Tech had dealer turn g-trac off and chair drove straight indicating that the chair has a bad g-trac module.